Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was implanted, pocket being closed, the physician noted that the right atrial lead had dislodged. Upon re-opening of pocket he noted body fluids under the insulation at the suture sleeve level. The lead was removed and replaced successfully. No patient symptoms had been reported.

Manufacturer narrative:
Returned to manufacturer should have been apr 18, 2016 rather than apr 15, 2015.